Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. The customer was experiencing high glucose for the past four days. Troubleshooting was performed. The customer's most recent glucose reading was 146mg/dl, and she has treated with the insulin pump and manual injections. Reviewed the programming and found that the daily totals do not match to the insulin delivery. The daily totals showed 29.35 units when it was delivered 42.05 units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.